Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) had seen the patient on 2015 (B)(6). The lead impedance on 8-15 were all high, but the rep was able to program the device using all the lower electrodes to provide the patient coverage. The plan was for the patient to try this and see how it went. The rep contacted the patient's pain management doctor and told the rep that the patient was being referred to a neurosurgeon for explant. Any dates were unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a power on reset (por) condition. It was unknown which error code accompanied the por. The patient was met with a manufacturer representative on (B)(6) 2015 and a "por" was initiated. This was interpreted to mean physician mode recharge (pmr). After this meeting, the patient went home and continued charging. At the meeting on (B)(6) 2015, the patient's implantable neurostimulator (ins) was reprogrammed and no shocking was observed at that time. The patient was going to have their device explanted on the day of the report because they wanted the system out.

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The patient stopped using the ins for two months because the patient was experiencing soreness at the battery site. And every so often the patient would walk or move and would get a shocking at the battery site. When the patient got a shocking sensation, he would run to his patient programmer (pp) to turn the ins off and that would stop the issue. With the ins off, he still felt soreness at the pocket but did not have shocking. It was noted that the patient had had x-rays. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.